Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to ¿cat saliva¿, but as no specific breach was reported, the cause is assessed as unknown. Beginning on the day of onset, the patient was treated with unspecified antibiotics for eighteen days (route, medication, dosage, and frequency not reported) for the peritonitis event. Dianeal therapy was ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.